Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 444 mg/dl at time of incident and insulin pump had software error. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected software error bad pointer alarm anomalies noted.